Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had sticky buttons. The customer's blood glucose level was unknown at the time of the incident. The customer reported a lot of scuff marks on the screen. It was reported that the battery lid was chipped. The customer reported significant decrease in battery life and the insulin pump rejected new batteries. The device will not be returned for analysis.